Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's daughter reported customer had a display issue with their freestyle flash meter. Customer's daughter reported customer experienced symptoms of dizziness, vomiting, headache and numbness in fingers and arms. Customer's daughter took customer to hialeiah hospital where she was diagnosed with severe hyperglycemia and treated with insulin, claritin and food.